Event description:
It was reported that pump screen went dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses for screen to respond. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to repeatedly try specific button-pressing steps, confirmed that pump was under warranty, and was provided replacement pump, with plan to use multiple daily injections as backup insulin therapy; customer was instructed on storage mode, advised to transfer pump settings and reconnect continuous glucose monitor to replacement pump, and agreed to return problematic pump using provided shipping label.